Event description:
The customer reported that during a procedure the sys displayed a video not available error message and the mouse stopped working.

Manufacturer narrative:
The ge svc rep performed an over the phone eval. The rep instructed the customer to check the connections with the mouse and then shut down the sys. The sys was rebooted and it operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.